Event description:
I switched from a medtronic spinal cord stimulator to a nevro high frequency stimulator. I am on coumadin, therefore, I was not given a trial. Without a trial, there wasn't any prior consultation because there was no choice unless I wanted to keep the medtronic which I found ineffective. I have crps and a wheelchair user who can crutch two to three steps. The first insertion failed with chronic wound pain, bruising and six weeks of external bleeding. Alodinia had set in and was readmitted on emergency basis. The second operation was more successful but my main concern is this. Please note: I was not told to lie down so I sat as usual in my wheelchair. This is contraindicated with standard advice to limit sitting. I was never advised, by any source, that I would not be able to mobilize in a wheelchair or that crutching was impossible. Three months later and I still can't crutch from wound pain over my stomach muscles. Further crutching will be virtually impossible. This is a very serious oversight and must be addressed urgently. The machine is used on full power and requires the charger to be primed for 2 hours every 36 hours. The inserted machine needs recharging for 2.5 hours every 36 hours. The controller is expensive to replace, is cheap plastic and has no padded protection. The medtronic was indestructible.